Event description:
Customer reported that the numbers on the screen of the insulin pump started ramping on their own when entering the blood glucose value. Customer stated that she removed the battery and received a failed battery test and then inserted a new battery and received a button error alarm. Customer expressed frustration as she does not have a back up plan. Blood glucose level is 213 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. No unexpected number ramping noted. No button error alarm or failed battery test alarm noted. Insulin pump had minor scratches on display window, cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip.